Event description:
Customer reported that during use the set leaked from the accuslide and it was found visibly cracked. No pt harm reported. Although requested, no further pt/event info was provided.

Manufacturer narrative:
(B) (4). (B) (4). Product evaluated and customer's report of set leaked and cracked at the accuslide was confirmed. The set was visually inspected and cracks were visible on the distal end of the accuslide. The root cause was determined to be a supplier issue during the molding process.